Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens in the patient's left eye (os). The reporter indicated the lens had a refractive surprise and the patient's vision was getting worse. The lens remains implanted.

Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. (B)(4): (refractive surprise), vision, loss of. Lens implanted. Evaluation: method - work order search, device history record. Results - a lens work order search was performed and no similar complaints were found within the work order. A review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length, width, diopter power and sphere were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. Conclusions: based on the complaint history, work order search, device history record review, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: medical review - several factors may be involved in a post-operative refractive surprise, the most common ones include: inappropriate refractive surgical planning, a wrong lens calculation/selection, preoperative inaccurate determination of the eye's measurements to determine the power of the icl, induced refractive change by incisions, unstable cornea and/or refraction prior to implantation, cl-induced warpage, misaligned lens (off-axis), tilting or upside -down icl, etc. Conclusions: based on the complaint history, work order search, device history record review and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the reporter indicated the icl was implanted on (B)(6) 2014 and was explanted.